Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier clipping was dull. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and recognition. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip.

Event description:
Refer to h11 for follow-up information.